Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer also had low potassium levels. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted the customer with the programming. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised the caller that the tubing clamp would be shipped to the customer. Nothing further was reported.